Event description:
As reported via legal documentation the patient underwent testing and received a right knee replacement in 2011 and 2012. Early on, the patient experienced initial and continuing pain and problems with her right knee after the surgery, requiring repeated procedures to drain fluid from her right knee, with biopsies of the fluid, x¿rays, and CT scans to try to determine the source of the problems that she was experiencing. In 2013 to 2014, with the original treating physician now retired, the patient was referred to another surgeon. The surgeon continued to investigate and treat the problems with the patient¿s knee, resulting in a surgical revision to the original knee replacement, which required replacing the original device with an exactech knee replacement device. Explanation date/occurrence date of the first revision surgery is currently unknown.

Manufacturer narrative:
D10: concomitants: (B)(4) 232-03-01 - optetrak asy, cr porous femoral, sz 1, right, (B)(4) 204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t, (B)(4) 650-00-05 - optecure 5cc rt, (B)(4) 200-02-29 - three peg patella 29mm. Pending investigation.

Manufacturer narrative:
H10. Additional information- d6b revision date not provided, g2, h8. H3. Investigation results-the cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Pain is a known event with joint replacement procedures. These devices are used for treatment not diagnosis. There is no additional information available.